Event description:
It was reported that an infection was noted at the pump site. Cultures were taken but results of the cultures were not known. This device system was subsequently explanted and the patient was reported to be doing "ok." This system delivered gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type catheter. (B)(4).